Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced, is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the per-close technique via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the sheath was upsized to a 16f and the aaa procedure was completed. When finishing closure with the preplaced sutures, the knot did not "lock" correctly for the first proglide device; bleeding continued. It was felt the initial stick of the access site was bad and the artery was torn. Proglide suture closure was aborted. Surgery was performed under general anesthesia and a vein was harvested to repair the artery. There was a clinically significant delay in the procedure and therapy. Hospitalization was not prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause could not be determined for the reported difficulties. The reported patient effect of tissue damage is a known inherent risk of the procedure and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the second proglide suture also did not lock correctly; bleeding continued. No additional information was provided.